Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device history log did not provide evidence of the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device restarted/rebooted on its own several times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.